Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. During onsite visit, the field service engineer (fse) confirmed the light was out but able to see some activity for the camera. The light will be replaced. The root cause is a faulty light. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that during treatment of the left eye, the flap was lifted but pupil was not detected. A second attempt was made and still was not able to detect. Patient was moved from machine and an eye tracker test was performed and failed. Patient was seen one day post operatively and is doing well. Patient is using a topical antibiotic and a topical steroid drop. Patient will be retreated as soon as laser is serviced.